Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer could not find an alternative replacement part. The user had an auxiliary with the same drawer that was not currently in use. The drawer was taken and swapped with drawer 6. Then the station was restarted, and the drawer was configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.